Manufacturer narrative:
The third-party service agent replaced the user interface pcb assembly. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer. Physio-control evaluated the removed user interface pcb assembly, but further root cause could not be determined. The cause of the reported issue was due to a failure of the user interface pcb assembly.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent reported to physio-control that the display on the device from one of their customers remained blank. Even if the device was powered on, a black screen was observed. The customer reported that the device would not provide an ECG and would not deliver therapy. There was no patient use associated with the reported event.